Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Reporting status: malfunction. Reporting rationale: foreign material is likely to cause or contribute to pt injury. Device issue: foreign material on device. It was reported that the target lesion was a calcified rca. A bmw guide wire was placed and an attempt was made to perform direct stenting with a vision stent delivery system (sds). The sds failed to cross the lesion and an attempt was made to remove the sds, but the sds was blocked during removal by the bmw guide wire. The bmw and vision sds were removed as a single unit. A type of thread was found on the distal junction of the bmw after removal. The procedure was completed with a balance guide wire and another company's stent. There were no pt effects reported. No add'l event or pt info is available.